Event description:
The amiia balloon catheter (4236020w) was stuck in the precise stent strut after post-ballooning in carotid artery. The physician was performing a carotid artery stenting procedure. There was no adverse consequences noted.

Manufacturer narrative:
This device is available; however, it has not been received for analysis as stated in section. Additional information will be provided within 30 days of receipt.